Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a infection and a fever. The patients blood glucose (bg) values that reached almost 400 mg/dl. The patient was vomiting. It was reported that the patient is allergic to the plastic cannula. For treatment, the patient was put on a intravenous (IV) and was prescribed cephalexin of 4.4 ml at 3 times a day and sulfamethoxazole of 20 ml at 3 times a day. The pod was worn between 4 and 24 hours on the leg. The ketones were high. The patient was discharged after 7 hours.